Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 07/01/2004 to the present date 10/16/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. A complete production failure review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were existing CAPA numbers for the following parts replaced: CAPA#: ca (B)(4) for bezel assembly. CAPA#: ca (B)(4) for iui's.

Event description:
The customer reported cracked bezel. It was reported there was no patient involvement.